Manufacturer narrative:
H10: the actual device was not available; however seven (7) photographs of the sample were provided for evaluation. A review of the returned photographs did not show evidence of the reported condition. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified quantity of amia automated pd sets with cassette and the extraneal bags which resulted in a fluid leak. This issue was further described as, ¿extraneal had two to three defected bags, they were not connecting properly to the hose which led to the solution all pouring on the floor¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.